Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. D9 should not be selected, please disregard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was confirmed. It was confirmed that when connecting the wolf scope to the olympus¿s light guide cable, the issue is occurring. However, when connecting to the olympus¿s scope the image was displayed proper. Based on the results of the investigation, it is likely that the combine use with another company¿s scope(wolf scope) resulted the issue. However, a definite root cause that led to the malfunction could not be identified. From the descriptions mentioned in the IFU (instruction for use), the indicated phenomenon could be prevented: instrument compatibility refer to ¿system chart¿ on page 361 to confirm that the video system center is compatible with the peripheral device being used. Using incompatible equipment may result in patient injury or equipment damage and makes it impossible to obtain the expected functionality. Olympus will continue to monitor field performance for this device.

Event description:
The intended unspecified procedure was diagnostic and it was completed with the same device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was not displaying the image accurately. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.